Manufacturer narrative:
Physio control performed initial evaluation of the customer's device and verified the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had unexpectedly lost power during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
A customer contacted stryker to report that their device had unexpectedly lost power during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker replaced the power pcb to resolve the issue. Battery pins were replaced as a precautionary measure. The cause of the reported issue was determined to be due to be the low battery and fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11. The fretting corrosion has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary® record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle. Other unrelated repairs were completed . The device passed all functional and performance testing and was returned to the customer. Stryker reviewed the device electronic records and confirmed that the device unexpectedly shut down 9 times on (B)(6) 2021. It was confirmed that the battery b2 was low, and the shut-offs followed high current functions. It was also observed that the two batteries being used during the reported event were manufactured on 23/10/2017 and 3/12/2018 respectively. The customer should be advised to replace their old batteries. The device operating instructions provide a recommendation to replace the batteries approximately every two years.

Manufacturer narrative:
Section e1 initial reporter facility of supplemental medwatch report 0003015876-2021-02011 indicates: blank section e1 initial reporter facility of supplemental medwatch report 0003015876-2021-02011 should indicate: (B)(6)

Event description:
A customer contacted stryker to report that their device had unexpectedly lost power during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.